Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is, available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli-10 <(>&<)> pli-20: it was reported that, pre-operatively, especially during system start-up process, the surgeon console (sc) lost communication with the tower. The was no patient involvement.

Event description:
It was reported that, pre-operatively, especially during system start-up process, the surgeon console (sc) lost communication with the tower. The was no patient involvement.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the reported surgeon console in the field. Review of the field service notes indicated that the surgeon console had lost communication with the tower. The functionality of the surgeon console was checked. Calibration and verification of the full range of controller movement was performed. Testing of tele-operation and verification of machine logs was also done. The verification was successful and the surgeon console is ready for use. Evaluation of the surgeon console noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.